Manufacturer narrative:
The product has been received for eval; however, eval is not yet complete. A f/u MDR will be submitted.

Event description:
Received info stating customer received an occlusion alarm. Reportedly, there was no impact to customer's blood glucose level.